Event description:
Reporter stated that patient received the following results on the aviva system within 2 minutes: 14.1 mmol/l, 25.4 mmol/l, 8.4 mmol/l and 9.4 mmol/l. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).